Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips were not forming around the artery and cystic duct. The clips would slide right off of the structures. The surgeon would have to remove the clips and continue to fire the device, sometimes with two hands squeezing the trigger, until good clips were formed. The surgeon really had to squeeze with great force in order for the clips to form. This started with the first clip fired out of the device. The surgeon continued to struggle with the affected device until the clips formed properly around the structures. Case completed with same device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? Varied from the first firing to the last. What vessel or structure was the device fired on at the time of the event? Cystic artery and duct. Was the clip fully advanced into the jaws prior to firing? At times, yes. Was there any torquing or twisting of the device present at the time of firing? Unknown. Were any unexpected noises heard? Unknown. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the two malformed clips. In addition, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.